Event description:
According to the information received, the navigation system indicated an accuracy of 0.7 mm using the point-to-point registration with surface matching. However, according to the information reported, the actual inaccuracy was 10 mm. According the physician, the inaccuracy was 7 mm to 10 mm, determined visually. Navigation was aborted and the procedure was successfully completed without navigation. No adverse event was reported.

Manufacturer narrative:
It is not possible to determine the cause of the event without an evaluation of the device. Additional information will be submitted if the device is received and the quality investigation is completed.